Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the graftmaster was used past the expiration date. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: note the product use by date specified on the package. The investigation determined the reported failure to advance and reported treatments appear to be related to circumstances of the procedure. The reported device expiration issue appears to be related to the use error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation in a heavily calcified chronic total occlusion (cto) in the mid left anterior descending (lad) coronary artery and reportedly was unstable due to cardiac tamponade upon presentation. The physician notified the cardiac surgeon of a potential for emergent coronary artery bypass graft. A 2.8x19 rx graftmaster covered stent was then advanced to the perforation, but was unable to completely cross the perforation due to the cto. Thus, it was deployed, sealing the part of the perforation that was covered, but the uncovered part of the perforation continued to bleed. The patient was urgently transferred to the operating room and single vessel coronary artery bypass graft (CABG) was performed, successfully treating the perforation. As of (B)(6) 2016, the patient is in stable condition recovering from CABG. No additional information was provided.